Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic gastric bypass, while the device was being applied on pouch, the stapler would not fire even if the surgeon was able to press the green button and squeeze the handle. A new stapler was opened to complete the procedure. There was no patient injury.